Event description:
Customer reported a sample tested on the third shift test o positive. The patient had a previous history of testing as a positive. The day shift repeated the testing of the same sample with provue giving an a positive result. Customer reported that the discrepancy is due to receiving two samples from different patients incorrectly labeled with the same label.

Manufacturer narrative:
Upon the site's review of the incident, customer discovered an error in the way samples were labeled for testing. Customer emailed cts indicating that they found the source of error where they received two samples from different patients labeled with same information. No incorrect or erroneous results were reported as a result of this incident. On (B)(4) 2014 an ocd field engineer visited the site and confirmed that provue is operating as expected the investigation determined that the most likely root cause of this event was not instrument related and was due to mislabeling of two different patient samples with the same information.